Manufacturer narrative:
Patient code: (B)(4) secondary surgery, lens exchange. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6, -7.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on the same day, but different surgery. The surgeon wanted to "increase the steepness of the lens" so he implanted another lens with a longer lens. The problem was resolved. The surgeon threw away the original lens.